Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned ruler sleeve confirms the threads are broken off into the sleeve cap. This device show signs of significant wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that a ruler is broken. As this was noticed upon field inspection, there was not patient involvement.